Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported material separation and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the guide wire became jailed in an implanted stent, and subsequently separated. It is possible that manipulation of the wire, when the wire became jailed, contributed to the reported separation; however, because the device was not returned, this cannot be confirmed. Additionally, the separated portion of the wire remains in the patient anatomy. It should be noted that balance guide wire instructions for use states do not: deploy a stent such that it will entrap the wire between the vessel wall and the stent. It is possible that the IFU deviation directly caused or contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure the balance guide wire was jailed within the stent struts and separated. The separated portion remains in the patient anatomy and was not retrieved. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.